Event description:
It was reported that the device turned off "automatically sometimes". This occurred three days previous. It was stated that the patient never "had this sort of problem". It was noted that only the left side device would turn off. The status of the patient was indicated as no health hazard. About a week later it was reported that no reprogramming or diagnostics were performed. It was noted that the patient programmer could still turn the device on. No information on impedance measurements was reported. No surgical events had been planned. The patient outcome was listed as no health hazard/damage. No further information was reported. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that no programming or diagnostics were performed. The patient's environment (house) was checked and no suspicious causes such as electromagnetic interference were found. It was reported that no surgical interventions were performed or planned. Since the original event, it was reported that the patient had no further instances of the implantable neurostimulator turning off unexpectedly. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).